Manufacturer narrative:
Product complaint #: (B)(4). Additional product code: kwp mnh mni. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part #: 04.615.034s, synthes lot #: 9939554, (B)(4), release to warehouse date: nov 06, 2015, expiry date: nov 01, 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient had screw broken off at c2. It was unknown if the patient scheduled for further medical intervention. No further information is available. Originally, the patient had primary posterior oc2 fusion procedure on (B)(6) 2020. Concomitant device reported. Unk - locking/set screws: synapse (part# unknown, lot# unknown, qty unknown); unk - rods: synapse (part# unknown, lot# unknown, qty unknown); unk - transverse connector (part# unknown, lot# unknown, qty unknown). This complaint involves two (2) devices. This report is for (1) 3.5mm ti cancellous polyaxial screw 34mm for 4.0mm rods. This report is 1 of 2 for (B)(4).